Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unk. Customer does not recall any significant event that may have caused the device to alarm, but might have laid on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.